Event description:
It was reported that the patient presented for a routine generator change. During the procedure, the right atrial (ra) lead was difficult to remove from the pacemaker header. The physician was able to remove the lead by removing the set screw and applying force. The device was changed out successfully, and the lead remains in use. There were no patient consequences.

Manufacturer narrative:
The reported event of difficult time removing the atrial lead from the header was confirmed. Analysis revealed there was blood accumulation in the a-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the leads difficult to remove. The setscrews had no effect on lead removal since they were not stripped and had been untightened normally by the physician and the lead still was difficult to remove from the header. The connector dimensions were normal. No sizes or materials have changed. The blood was most likely not cleaned from the proximal ends of the lead before it was inserted into the connector at time of implant.